Manufacturer narrative:
G4: 15may2020. B4: 15may2020. H11: h6: patient code: it is unknown if the ventilator was being used on a patient at the time that the error was discovered. Confirmation has been requested. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 09may2020. B4: 11may2020. Multiple unsuccessful attempts were made to gather resolution; however, no additional information was provided. If any new, relevant information is received, a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event date: (B)(6) 2020. Report date: 03mar2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported nav ring failure. There was no patient involvement.